Event description:
It was reported that following laparoscopic gastric band procedure, a band slippage was reported. This was seen during an upper gi. The band was removed. The pt was discharged home with no complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.